Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence cori console presented an "internal error" and did not allow to proceed beyond burr selection. It was not possible to complete the procedure using the cori console, so it was finished using manual technique. It is unknown if any delay happened. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference number: case (B)(4).

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence cori console presented an "internal error" and did not allow to proceed beyond burr selection. It was not possible to complete the procedure using the cori console, so it was finished using manual technique with no delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Section h10: the cori ri console, rob10024, (B)(6), used during surgery, was returned for evaluation. Nothing was visually identified that leads to the reported scenario. A functional evaluation was performed, and the reported scenario can be confirmed. A kpc test was performed and passed. When performing a test case an ¿internal error¿ occurred when selecting the burr. A hard drive test was completed without any errors occurring. The console was opened for further investigation. All connections were checked and were appropriate. The log files and patient cases were inspected. It was noted that all the cases with the software version 1.5.0.7 had an error and failed. "Warning : missing item ntka_aprefpref. Data in datastore " all cases with the software v1.4.3.8 had no errors and were completed. The console was downgraded to version 1.4.3.8 and a test case was performed which could be completed without any errors occurring. The console was left running. No errors occurred. The most likely cause for the reported scenario is a faulty 1.5.0.7 software installation. A complaint history review for similar reported/confirmed complaints found similar events. A review of manufacturing records indicates the software met all specifications upon release into distribution. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Internal complaint reference number: (B)(4).